Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture and leading to early battery depletion on the device. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-58 implanted: (B)(6) 2005; 5076-52 non-defib lead implanted: (B)(6) 2005; 4194-78 non-defib lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture and leading to early battery depletion on the device. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.